Event description:
It was reported that there was significantly diminished vaporization at 20,982 joules during the procedure. The case was completed with a second fiber. There was no report of pt injury.

Manufacturer narrative:
The component codes: fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber exhibited a circumferential fracture of glass cap distal to the fiber/cap fusion zone. The fiber proximal to fracture can rotate independently of metal cap. The metal cap has burnt on detritus and devitrification of cap at output window. The issues may activate the fiberlife function which will modulate the power showing a pulsing beam or system would be placed into standby mode. The potential for forward firing may exist. The probable root cause that contributed to the failure was suspected to be related localized heat accumulation/ user handling due to anatomical/procedural factors encountered during the procedure.